Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
In situ testing indicated the device is no longer functioning. There is no report of any accident or trauma to the implant site. The external components were exchanged but the patient was still not able to hear when using the implant.

Manufacturer narrative:
Damage to the lead wire of the conductive link as it might be caused by an incomplete device immobilization was determined to be the root cause of device failure. The problems given in the patient report appear to match the damage found. This is a final report.

Event description:
The patient is not able to hear with the implant. There is no report of any accident or trauma to the implant site. The device has been explanted.